Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, granuloma, inflammation/irritation and fever requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ fever: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture, fever, redness/inflammatory process, and enlarged lymph nodes with silicone content (siliconomas). Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, a.5, a.6, b.3, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, d.6b, h.4, h.6

Event description:
Patient reported right side rupture, fever, redness/inflammatory process, and enlarged lymph nodes with silicone content (siliconomas). Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h2 of emdr (B)(4), device was not received, only photos were received.

Event description:
Patient reported right side rupture, fever, redness/inflammatory process, and enlarged lymph nodes with silicone content (siliconomas). Device has been explanted.